Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was seen on november 26th and all impedance problems were solved.

Event description:
Additional information was received: it was reported that the patient was seen post-operative by the surgeon and they believed the root cause was moisture due to the battery change. The next day the impedances were resolved and the oor message disappeared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their pc changed out this past monday. The patient noticed oor messages a few times since getting their ins changed out. The patient had never seen that message before the replacement. The caller saw the message after pressing the check button per the caller to check the battery status. The patient didn't use high settings (2.9 and 3.4v using cv) and the ins was charged to 75-100% when the events occurred. No changes in therapy. It was reviewed that oor can happen when checking back to back with the ins check button, and the patient mentioned pressing the button frequently. Additional information was received from the patient¿s spouse and re-reported that the patient was getting oor on their programmer. The caller said that due to the oor they couldn't adjust stimulation and said it was ¿too low.¿ the caller confirmed it was a continuation of the same event previously reported. It was reviewed how to bypass the oor message with the programmer and the caller stated they were able to bypass the oor screen. The caller said they hadn't heard back from the rep regarding the issue and an email was sent.